Event description:
Number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing was leaking at the cannula event on 06-jul-2024. The infusion set had been used for 2 days. The blood glucose level was 439 mg/dl at the time of event. The customer replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) been evaluated. The batch 6003730 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of ref. Samples version 11 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to version 41 & version 18 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 3 according to version 25 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6003730 was manufactured on the packing process in the line li50, on 17/oct/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.